Manufacturer narrative:
Evaluation: results - a visual inspection of the returned product shows portions of the lens is torn off and missing and a haptic is torn off. There is clear surgical residue on the lens. The cartridge was received and a visual inspection shows no visible damage. Conclusion - no conclusion can be drawn. Based on the complaint history and evaluation of the returned product, a specific root cause of the event could not be determined at this time. It should be noted that the injector was not returned for evaluation.

Event description:
The reporter stated, that the surgeon had inserted a three piece silicone lens model aq2010v and the lens tore. The surgeon cut the lens to remove it and put in another model lens. A suture was used to close the incision due to the original incision was made larger than required before insertion of this lens.